Event description:
Caller reported an error with continuous glucose monitoring, specifically a cgm error 42. There was no adverse impact to the caller¿s blood glucose level. Customer technical support provided information to reset the pump, guiding the caller through the process, and after the reset, the pump did not display the error again. The caller successfully started a new sensor session with no further issues reported.